Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels have been elevated in the past month (no specific date range provided). Bg levels were in the ranges of 250-350mg/dl, and were treated by administering a correction bolus.